Event description:
A malfunction alarm was reported by the customer, identified with a specific code, malf 9, which could be reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the customer acknowledged.